Manufacturer narrative:
Additional information was received indicated the file was not retrieved and was incorporated into the filling.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Returned proglider file 25mm is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1419428). For information, the motor settings selected by the customer are correct. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a proglider file broke during use. The outcome of the event is unknown as of this MDR evaluation.